Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
The patient reported that while eating lunch she felt her blood glucose dropping, noted some vision problems, and then remembers nothing else because she had a seizure. The patient was transported by ambulance to the hospital where she was diagnosed with a hypoglycemic seizure. The patient was treated with two injections of d50 and was admitted for 24 hours. No information available regarding how low the bg level went. The patient was discharged and was advised to monitor bg levels every couple hours. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6). Nothing else in pdm history after this time.